Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The device was unable to send the recorded symptoms to the clinic through the network. Upon interrogation during a follow-up, undersensing on the device was noted. The device was reprogrammed, and the patient was stable with no adverse consequences.